Manufacturer narrative:
This report contains correction in section e1, e2 and e3 of initial reporter tab.

Event description:
It was reported that the patient with this pacemaker device had recorded some sudden brady response (sbr) episodes along with atrial tachy response (atr) episodes. The patient was seen in the emergency room (ER) and noted some ventricular tachycardia (vt) events; however, they were not stored on the device. Patient had mentioned feeling palpitations. Technical services (ts) reviewed and stated that sbr episodes certainly could have been cause of palpitations patient was feeling. The device detected what sbr deemed a sudden drop-in rate so started to overdrive pace and one of sbrs was right before atrial fibrillation (af) that had started. Ts recommended to turn off sbr. In the atr episode, atrial signals were falling into blanking, which caused the device to mode switch and then end about a second later. Ts mentioned that sometimes there were farfield oversensing noted, but not all the time. Ts suggested programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device had recorded some sudden brady response (sbr) episodes along with atrial tachy response (atr) episodes. The patient was seen in the emergency room (ER) and noted some ventricular tachycardia (vt) events; however, they were not stored on the device. Patient had mentioned feeling palpitations. Technical services (ts) reviewed and stated that sbr episodes certainly could have been cause of palpitations patient was feeling. The device detected what sbr deemed a sudden drop-in rate so started to overdrive pace and one of sbrs was right before atrial fibrillation (af) that had started. Ts recommended to turn off sbr. In the atr episode, atrial signals were falling into blanking, which caused the device to mode switch and then end about a second later. Ts mentioned that sometimes there were farfield oversensing noted, but not all the time. Ts suggested programming options. This device remains in service. No adverse patient effects were reported.